Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced discomfort and stimulation. It was further reported that the right atrial (ra) lead exhibited high outputs. The right atrial (ra) lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.